Event description:
It was reported that the patient had a shocking or jolting sensation about two weeks ago and the stimulation was on around 6 volts. The patient was standing and went to bend over and the patient felt the shocking in the right hip and stimulator in right buttock area. It was stated that it felt like an electrical socket continuous zapping. The patient did not have the programmer with at that time and it was not until that evening that the patient was able to turn it off. It was noted that the patient turned it back on then decreased down to 4 volts. It was noted no stimulation sensation. It was reported that the patient went to adjust the night before reported event because the patient was not feeling it and the programmer was not communicating. It was noted that the patient had the programmer replaced about two months ago and had not yet been to healthcare provider office to have this one bonded or the other programs added back. It was noted that the patient only have access to the program the patient was last on. It was noted that when the patient increases the numbers go up but the patient was not feeling the stimulation.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v526888, implanted: (B)(6) 2010, product type lead. (B)(4).